Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information on 5/3/2018, indicated that the left ventricular lead was reprogrammed prior to lead explant.

Event description:
It was reported that the patient presented for left ventricular lead replacement due to dislodgement; x-ray confirmed the dislodgement. The lead was explanted and replaced successfully on (B)(6) 2018. The patient¿s condition post procedure was stable.